Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Asr revision due to take place (B)(6) 2014. Asr xl - left. Reason(s) for revision: alval / soft tissue reaction, pain, high levels of cobalt in blood and component loosening . Update received: 7th august 2014 - removed revision reason component loosening and amended failure code, complaint category - resulting patient harm and complaint category - product related fields. Update - received confirmation that revision has taken place. Taken from (B)(4) spreadsheet dated 12th sept 2014, update - marked as legal, added kid number, added a dummy stem , added all expiry dates. Taken from kennedys email dated 22nd may 2015 - (B)(4) 2015. (B)(4).